Manufacturer narrative:
This report is filed, january 22, 2016. The implanted device remains.

Event description:
Per the clinic, the patient underwent an abutment exchange (date not reported) due to unknown reasons. The implanted device remains.